Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region #3 it was verified its non osseointegration. 25 ncm of primary stability was achieved and immediate load was performed.